Event description:
During a drug eluting stenting treatment procedure there was a malfunction with the balloon. The target lesion being treated in the index procedure was a 2.5mm 92% stenosed 1st right posterior lateral (1st rpl) artery. The physician treated the lesion with predilation and placing a taxus express2 8.8% 2.50x24 drug eluting stent in the target lesion. A malfunction occurred with the deflation to the balloon, making the withdrawal of the balloon difficult and it was reported that the balloon had not fully deflated. The incident was resolved and the physician was able to detach the balloon. The next day the patient was discharged on plavix and aspirin.